Event description:
It was reported that the subject device had to do a board exchange. The issue was found to be out of box failure.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to expired life expectancy of the printed circuit board (cr board), the settings cannot be saved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.